Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a detached distal tip. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached tip could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of the detached tip is due to causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of the issue is component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.